Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071 and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if any malfunction alarm appeared again.